Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not reported. Event date: it is unknown when the device bent. (UDI) partial UDI: (B)(4) lot number unknown. Device is unavailable for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a bilateral mandibular distraction for pierre robin syndrome (prs) on (B)(6) 2016. The surgeon brought the patient back for scheduled removal of device on (B)(6) 2016. The surgeon noticed that the device on the patient's right side only distracted 3mm. Planned distraction was 10-11mm. When surgeon removed the device he noticed that it was bent. Surgeon is not sure if the device was bent during cutting/placement of the device. The device on the patient's left side was not bent and was distracted as planned. Procedure was successfully completed with no delay. Patient is stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient returned to surgeon for follow up. Patient still has obstructive sleep apnea (original diagnosis). Sleep endoscopy studies showed that it is at the tongue base. Surgeon is evaluating patient to determine what appropriate course of action would be.